Event description:
The customer observed falsely decreased sodium and potassium results generated on the alinity c analyzer for three patient samples. The results were reported out for one patient, and the physician questioned the results. The samples were repeated and the results were within normal range, however the customer could not provide their normal reference range. The following data was provided: (B)(6): (B)(6) 2022 initial sodium result = 107 meq/l, initial potassium result = 2.5 mmol/l. Repeat (same analyzer) sodium result = 136 meq/l, potassium result = 3.4 mmol/l. Repeat (different alinity analyzer) sodium result = 136 meq/l, potassium result = 3.4 mmol/l. (B)(6): (B)(6) 2022 initial sodium result = 115.06 meq/l, repeat result = 141.18 meq/l. (B)(6): (B)(6) 2022 initial sodium result = 109.82 meq/l, repeat result = 140.16 meq/l no impact to patient management was reported.

Manufacturer narrative:
Patient identifier: (B)(6). The field service representative (fsr) inspected the instrument and determined the cuvette is the likely cause of the decreased results. The field service representative replaced the cuvette and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the alinity system, likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial number (B)(4) or the cuvette was identified.